Event description:
It was reported that at implant the helix deployed when tested outside of the body, would not deploy after inserted in the body. The lead was not used. This was reported during the implant procedure; no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); (B) (4) full lead.